Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated it was unknown what diagnostics/cultures were performed related to the infection and if the patient experienced any symptoms related to the possible infection. The cause or the infection was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for an unknown indication. It was asked but unknown when the event/difficulty occurred. The pump and catheter were explanted on (B)(6) 2019 and it was asked but unknown if the products were replaced. They would not be returned as the customer discarded. The pump and catheter were removed based on the patient being admitted to the emergency room (ER). They believed there was an infection. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting was performed. It was unknown if the issue was resolved at the time of this report. Other medications that patient was taking at the time of the event was unable to obtain, not available. It was further reporter ¿very little was known to us.¿ they were just requested to be there for explant based on potential infection due to pump. The patient¿s weight and medical history were also asked, but unknown. The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.